Event description:
Customer states: when the cuff pressure gauge was connected to the tube, it sporadically rebounds making it difficult to connect. Customer confirmed no pt involvement.

Manufacturer narrative:
One sample of a taperguard endotracheal tube was received for evaluation. Upon visual inspection, the inflation line was found to have a cut dividing it into two uneven pieces. One piece found attached to the pvt valve and the other attached to the tube. An inflation/deflation test was performed. A syringe was inserted into the inflation line and 25cc of air was applied to the cuff, no leak was observed. The cuff was left inflated for two hours. Additionally, the sample was submerged into a container filled with water and no leaks were observed. The pvt valve was submerged into the container with the distal end of the inflation line clogged and air was applied, using a syringe, no leak was observed. (B)(4).

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.